Event description:
Cusotmer reports that the result manually recorded was 141mg/dl, but the device memory displays the result hi. No adverse event reported to issue. Requested return of suspect device and replacement was sent.